Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reverted to storage mode approximately eight months ago. It was noted that the patient was not dependent. An invasive procedure was performed. The device was successfully explanted and replaced. No adverse patient effects were reported.

Event description:
Additional information was received from the local field representative that the patient had been lost to follow up.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.